Event description:
Family member of home pt called baxter technical service with questions on how to troubleshoot a se 2005 alarm that occurs only in the middle dwell cycles (3,4 or 5) of apd therapy on the homechoice pro machine. During the course of troubleshooting, pt's family reported that they reuse the homechoice set for 1 week as advised by their peritoneal dialysis rn. A 5l bag is connected to the heater line at 1st day of set use and is not changed until set is discarded. New bags are spiked on new supply lines as needed. Pt is typically set up with a few days therapy at one time and clamps are closed when new bags are connected. Family member reports alarm never occurs with 1st time use of set. Family member had alarms occur with homechoice pro that was swapped, and with current machine. Family member has 2 supply bags placed on table next to machine and 2 IV poles. Family member reports no pt injury or medical intervention as a result of alarms.